Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
The surgeon needed to do a revision on this patient as the ceramic liner from the trident cup that he originally implanted in (B)(6) 2016 had not seated properly. The surgeon believed that it was hard to see the cup in situ and was hard to see if he had properly seated the liner. In the revision surgery the surgeon replaced the ceramic liner with a poly liner and a metal head.